Event description:
As we placed an ivc filter, an unknown piece of nylon type string was found appearing to come out of the filter sheath. We placed the string material on the back table and continued on with the exam. We placed the material in a bag to keep, and contacted the rep of the company to see if they can identify the source of the material.